Event description:
(B)(4). Initial information received from a customer on (B)(6) 2009 with additional information received on (B)(6) 2009: a (B)(6) female who was injected with poly-l-lactic acid (sculptra, lot# and expiration date feb-2008) once on (B)(6) 2009 in her left and right cheek for cosmetic procedures. Consumer reported that after her injection she realized the bottle the physician used was expired. She reported she has not had any major reaction from it except for a minor bruise on her left and right cheek and some minor pain at the injection site. She stated she was told by her physician that this was normal and not to be concerned about it. Consumer also reported that this was her second session of injecting poly-l-lactic acid. No concomitant medications or medical history were provided. No further medical information was reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.